Manufacturer narrative:
International phone: (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to (B)(6).

Event description:
The account reported suction loss during surgery with an intralase patient interface (pi) after the laser fired. It was noted that one (1) procedure was lost and that the surgery was completed using a new pi. There was no patient injury or medical complication reported.